Event description:
It was reported that short interval counts (sic) and episodes with noise were noted on the right ventricular (rv) lead channel. The physician is evaluating the case and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.